Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that sparks appeared when energy was applied to patient tissue while using the maryland bipolar forceps instrument. The user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the arcing appeared to originate while applying bipolar energy and was reported to ground around the jaws. The surgical task being performed at the time was coagulating. Other instruments in use could not be specified, but it was possibly the monopolar curved scissors (mcs) and prograsp forceps. The generator/esu used was erbe, with the instrument being bipolar (cut not applicable) and coag set to 3. The instrument had been in use for more than 1 hour prior to the arcing event. The patient has not returned to the hospital for any post-surgical complications related to the event. The cannula was inspected prior to use, and a pin gauge was used. The instrument was connected properly. The instrument tips did not collide with any other instrument or tool, and the tips did not touch staples, clips, or sutures while energized. The jaws could have been covered by carbonized tissue, described as the same as usual.